Event description:
It was reported that the right atrial lead exhibited unacceptable thresholds. Due to the patient's condition the lead could not be repositioned. The lead was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.